Manufacturer narrative:
Item number was not provided to smith medical.

Event description:
It was reported that the pump alarmed "no disposable" approximately 8 hours before scheduled cassette change.